Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 a patient reported a detached sensor wire. Patient reported that after insertion, the sensor wire remained attached to the applicator. No medical intervention was required.